Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted he lysed adhesions of the small bowel to the mesh and repaired a small serosal tear. A small intestinal segmental resection was performed because of the full thickness opening caused by the mesh and there was a piece of mesh on the small bowel that the surgeon was unable to remove. The surgeon performed a primary repair. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, discomfort, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/09/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.